Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had difficulty maintaining the 8 bar efficiency indicator during charge because he was so thin. The rep reported that they discussed solutions with the patient and the patient reported that he had tried all provided/everything. The rep reported that they planned to meet with the patient on (B)(6) 2017 to provide double stick disks to utilize to maintain antenna in place during recharge. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.